Event description:
During the review of an article titled "vagus nerve stimulation in children with refractory seizures associated with lennox-gastaut syndrome", it was noted that one patient experienced a superficial wound infection at the subclavicular incision site. The infection was treated successfully with antibiotics, and resolved without surgical intervention (device removal). The infection event has been determined to be related to the vns device implantation surgery by the medical professional. Good faith attempts to obtain additional information from the primary authors have been made, but no additional information has been received to date.

Manufacturer narrative:
Article citation: frost, m; gates, j; helmers, sl, et al. Vagus nerve stimulation in children with refractory seizures associated with lennox-gastaut syndrome. Epilepsia. 42. 1148-52. 2001.